Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up in the morning with a high blood glucose of 458 mg/dl. The customer stated that the insulin pump¿s screen was blank. They put in a new battery and it turned back on. They then treated their high blood glucose with the insulin pump. The customer also reported that they had received a post reset ram alarm. Troubleshooting was performed. The alarm had occurred immediately after a battery change. The alarm had occurred more than once after a battery change. The device will be replaced and returned for analysis.